Manufacturer narrative:
(B)(4).

Event description:
The patient expired due to ventricular fibrillation. It is unknown if the device delivered the correct corresponding therapy. Additional information is not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired at home due to a ventricular fibrillation storm. The device correctly delivered atp and cei therapy; however, several therapies were aborted when the patient was still experiencing arrhythmia. The merlin@home remote care unit was found near the patient.